Event description:
Diabetes educator called on behalf of the patient who was hospitalized due to gastro-enteritis and gastro parcsis. The device alarm history showed that the device did alarm for no delivery. The diabetic educator stated that the reservoir was improperly placed and speculated that when the pump alarmed, the patient may have taken the reservoir out of the pump, pushed on the plunger and then improperly replaced the reservoir. Although some insulin remained in the reservoir, it was stated that no one knows how much was in the reservoir after the set change. Pt was wearing the pump while hospitalized. The educator did manage to do troubleshooting. The pump passed these tests with insulin dripping as expected. The pump appeared to be functioning as it should.